Event description:
The field service representative reported that during preventive maintenance of the device green grease was found leaking from the main bearing. There was no patient involvement.

Manufacturer narrative:
This complaint was confirmed. The field service representative (fsr) found grease was leaking from main bearing. The pump was serviced which included but was not limited to replacing of the main bearing and returned to customer. This is a known issue of the generation one main bearing for leakage of grease. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.